Event description:
Revision surgery- the insert had a faulty thread.

Manufacturer narrative:
The original incident reported was the insert had a faulty head. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The 3dknee tibial insert and associated screw were examined with a 5x magnifier. Upon visual inspection the screw threads were significantly worn and damaged. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows one prior complaint due to infection. The root cause for this revision surgery was most likely thread damage due to improper seating, high torque, or large side load affecting the screw during installation of the tibial insert in the baseplate. There are no indications of a product or process issue affecting implant safety or effectiveness.